Event description:
After procedure was completed and all robotic arms were undocked, nurse was unable to back up patient cart (robotic arms) away from patient. The display screen on patient cart read surgery in progress and the unit was locked in place. Hospital staff was phoned earlier for previous case with identical problem and she suggested turning off robot and restarting. That was performed for both cases and display screen now read "select patient anatomy," and the cart was able to be moved away from the patient and be stowed. Hospital clinical engineering notified.